Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was increasingly unresponsive to ok buttons presses. The pt claimed that the keypad was not damaged or peeling.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to ok button presses. The keypad was removed and adhesive/contamination was observed under the ok, up, and down button contacts.